Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had an MRI unrelated to the device about 20 minutes prior and the pump was currently stalled. Considerations were reviewed and the caller was encouraged to keep interrogating the pump until recovery was noted. No patient symptoms were reported. No further complications were reported.